Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm device stated to ¿replace sensor now¿ with no other error message being reported. At an unspecified time during the same day, the patient was vomiting and had large ketones. He was taken to the emergency room for evaluation. At the emrtgency room, the patient had high blood glucose levels (no specific values were reported) and was treated with ivu (unable to be clarified with the patient what this treatment is) and an unspecified nausea medication. At an unspecified time while in the emergency room, the patient¿s bg level dropped (no specific value as reported) and the doctor wanted to observe the patient overnight. The patient was in the hospital for one night (specific number of hours was not specified) before being discharged. A new sensor was placed on the patient after returning home. Attempts to reach the reporter for further event details were unsuccessful. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm replace sensor now on 07/05/2025. The probable cause could not be determined.